Manufacturer narrative:
Evaluation of monitor was completed. The reported problem (service codes 207) was investigated. As received, the monitor displayed services codes 207 and was unable to complete incoming functional testing. The root cause was manufacturing update process interrupted during auto test. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.